Event description:
It was reported that at a second device check after the operation, pacing failure was confirmed on the left ventricular (lv) lead along with dislodgement from the coronary sinus. The lead placement in the coronary sinus was re-attempted, but was unsuccessful as the placement was difficult in all sites. The use of the lv lead was discontinued and the lead was explanted. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.